Event description:
Procedure: mastopexy. According to the reporter: the suture extruded without purulent discharge or abscess. Wound dehiscence was noticed on (B) (4) 2010, on left side at breast incision and packed the wound.

Manufacturer narrative:
(B) (4). (B) (4).